Event description:
It was reported the patient's ipg had the "generator has reached end of service" message when a company representative connected the ipg to a clinician programmer. It is unknown if the patient received any eri indicator. The patient does not know when he lost stimulation.